Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause for the ua07 error message was due to defective load cells. Upon visual inspection, noticed a small hole on the load plate cover that affects the watertight seal, likely caused by mishandling. The load plate cover was replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to ua07 error message displayed upon powering on. The load cell characterization test revealed that the load cells are over reporting. The load cells were replaced to address the ua07 error. Upon further testing, noticed that the brake gap was large and was out of specification. Performed brake gap adjustment to address the observed problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During annual preventive maintenance on 05/13/2020, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.